Event description:
It was reported that the patient went to the emergency room (ER) via ambulance due to hypoglycemia. The patient's blood glucose levels reached 1.9 mmol/l (34.2 mg/dl) while wearing the pod longer than 72 hours on the arm. At the hospital, the patient was treated with glucose intravenous drips and baqsimi (nasal spray). The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.